Event description:
The provider states the left side rigging was broken by a veteran.

Manufacturer narrative:
(B)(4) was incorrectly filed with mfg report number 1531186-2014-02185. This does not reflect the correct mfg number for the manufacturer. (B)(4)